Event description:
Initially the customer contacted baxter technical service to request assistance with a low drain volume alarm that occurred during peritoneal dialysis (pd) therapy with the homechoice (hc) machine. The solution was provided over the phone and during the conversation the customer reported the home patient (hp) does not feel well and has an infection in the peritoneum. On (B)(6) 2012 baxter product surveillance (ps) contacted and spoke with a nurse from the dialysis facility regarding the peritonitis event. The nurse reported, the patient has been hospitalized since last (B)(6) 2011 and recently discharged to home in hospice care for issues unrelated to peritoneal dialysis therapy. The nurse reported, the patient acquired e. Coli peritonitis while hospitalized and is currently in the recovering stages for the peritonitis. He received unknown antibiotics for the peritonitis. The nurse also reported, the peritonitis has been an ongoing issue since being hospitalized. The nurse reported, the hp began continuous ambulatory peritoneal dialysis (capd) therapy on an unspecified date in (B)(6) 2010 with unspecified solutions. The nurse was unaware of how the patient acquired the peritonitis. The nurse reported, the patient was recently discharged home in (B)(6) 2012 to hospice for issues related to peripheral vascular disease and is currently recovering from his long-term peritonitis. No further information available at this time regarding the cause of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore, they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed on potentially associated lots h11b21041 and h11f20093 with no issues noted during the manufacturing process. There were no deviations from standard procedure.